Event description:
It was reported that the patient had been trying for 2 days to get stimulation turned off. Two days ago the buzzing was really bad which was why the patient wanted to turn stimulation off. They placed the antenna over the implant and pressed the sync button and saw the therapy screen with the stimulation off icon. The buzzing had decreased about 80 percent but the patient could still feel stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Product ID 3093-28, lot# v430989, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).